Manufacturer narrative:
As reported, during implant of the ventralight st mesh the patient experienced an immediate intraoperative allergic shock requiring the removal of the device. Additional information has been requested, however there has been no response to date. Based on the information provided at this time, no conclusion can be made as to the degree to which the mesh implant may have caused or contributed to the reported patient reaction. Review of manufacturing records shows the product was manufactured to specification, with no indication of a manufacturing related cause for the event reported. To date, this is the only reported complaint from this manufacturing lot of 209 units released for distribution in august 2022. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text: not returned.

Event description:
As reported, during a procedure, a ventralight st mesh was placed in the patient, and reportedly an immediate intraoperative allergic shock occurred, requiring the removal of the prosthesis and the use of transfer to a usc and then to an intensive care unit.